Event description:
This study patient underwent carotid stent implantation and experienced hypoperfusion and suffered an ischemic stroke during the index procedure. The target lesion was right internal to common carotid artery described as mildly calcified, mildly tortuous and 70% stenotic. A vessel dissection was found on the diagnostic angiogram prior to any interventional devices being introduced. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. Four precise stents were implanted, without report of difficulties, to treat the target lesion and the noted vessel dissection. The target lesion was post-dilated with an unknown balloon. After the stents were placed in the lesion during the procedure, slow flow was occurred and therefore the aspiration catheter (eliminate, clinical supply) was used to suction the blood around the target lesion, and then the flow returned to normal. Soon after the cas procedure, the patient developed a stroke with symptom of paralysis on his left side of the body. As a treatment, ozagrel sodium, edaravone and argatroban hydrate were administered and rehabilitation was given to the patient. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. According to the physician, after the 3 stents were placed in the vessel dissection, the debris might have flown to the distal and led to the stroke. The patient was discharged with residual left hand stenosis. The stents remain implanted and unavailable for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13360458 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states. "If the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one. " usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream of the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported event. This one of five products used during the same procedure on the same patient, which is associated with mfg report# 9616099-2009-00806, 9616099-2009-00811, 9616099-2009-00812, and 1016427-2009-00125.